Event description:
A minimally invasive surgery on the spine for a lumbar fusion of vertebrae l2-l5, due to spondylolisthesis, with intended placement of 8 lumbar spine screws bilateral, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeon: - with the patient in prone position, attached the navigation reference array on the right posterior superior iliac spine (psis) of the pelvis with two schanz pins. - acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the navigation accuracy to proceed, additionally re-verified navigation accuracy on bony landmarks after the skin incision. - calibrated a non-brainlab single-step screwdriver to navigation for instrument position display on the patient scan. - starting on the patient's left side, with vertebra l2, opened the cortical bone with the navigated non-brainlab screwdriver with its stylet attached, and malleted the stylet part ca. 20-25mm into the vertebra, to create the pilot hole with the stylet at the same time acting as a mechanical guidance for the following screw placement. - placed the spine screw following the placed stylet, retracting the stylet automatically as the screw advanced. - after all 4 screws on the left l2-l5 were placed, experienced difficulties to remove the stylet from the screwdriver and detected the stylet to be bent. - reviewed the last, the left l5, placement with intra-operative c-arm fluoro (x-ray) shots and considered the placement position acceptable. - calibrated a new non-brainlab single-step screwdriver with stylet to navigation. - performed the screw placements on the right side with the same navigated method as before, re-starting at l2. - when placing the last screw in right l5 midway, detected that when purposefully releasing the bone instrumentation forces on the screwdriver, the screw appeared shifted in the navigation display, and corresponding verification c-arm fluoro shots taken due to this observation confirmed the screw deviating shifted caudal by ca. 4-5mm in the actual patient anatomy. - reviewed again the placement in left l5, and decided to modify this placement also, as being also deviated. - removed and re-placed both bilateral l5 screws, using conventional methods, also with a not navigated non-brainlab jamshidi needle for new pilot holes in order to avoid the screw placements falling back into the formerly created pilot holes. - completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the spine screw deviation was detected by the surgeon before finalizing the surgery with the navigation display, confirmed with intra-operative verification c-arm fluoro (x-ray) shots, and the 2 deviating navigated placements needing revision were corrected to their intended position at the very same surgery. - the final outcome of the surgery was successful as intended, with the placements correct at the end of the surgery. - there was no harm nor negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolong of less than ca. 30min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since (2 of 8) pilot holes with stylets and their following screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the surgeon (treating clinician): - the spine screw deviation was detected by the surgeon before finalizing the surgery with the navigation display, confirmed with intra-operative verification c-arm fluoro (x-ray) shots, and the 2 deviating navigated placements needing revision were corrected to their intended position at the very same surgery. - the final outcome of the surgery was successful as intended, with the placements correct at the end of the surgery. - there was no harm nor negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolong of less than ca. 30min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating screws placed bilateral in vertebra l5 with the aid of navigation, with the right l5 screw shifted caudal by ca. 4-5mm, is: - relative movements of the spine anatomy during the surgery, of the vertebra operated on (l5) in relation to the anatomy the navigation reference array was fixated to (posterior superior iliac spine), due to the high mechanical forces applied to the bone during instrumentation of l5 with an insufficiently rigid connection of the anatomy in between. Opening of the cortical bone by malleting the non-brainlab screwdriver stylet applies considerable forces on the vertebrae, and the fact that the stylet became bent when instrumenting the left l5 indicates very high mechanical forces were applied to this vertebra causing it to move. Also, a structural instability (spondylolisthesis at l2 - l5) was present with this patient, which reduces the rigidity of the spine further. Additionally, when purposefully releasing the bone instrumentation forces midway during the following screw placement at right l5, the navigation display showed the screw to be shifted, indicating that the bone position of the by the deviating placements affected vertebra l5 was changed during its instrumentation. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the navigation reference array and reregistering - especially if high forces are necessary and the connection in between the vertebrae is not sufficiently rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy location during the placements and the registered pre-placement patient image scan displayed by the navigation was only recognized by the user when finalizing the second placement in the affected vertebra, although not with the necessary navigation accuracy verification throughout the surgery, before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.